Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt began experiencing episodes of syncope and hitting his head during the falls. After examining the position of the inflow cannula, it was determined that the patient was having frequent suction events causing him to pass out. The pt was admitted to the hospital and the hospital and the lvad was exchanged with another lvad due to the misalignment of the cannula.

Manufacturer narrative:
The report of a malpositioned inflow conduit could not be confirmed based on the evaluation of the lvad. It was reported that the patient's lvad was malpositioned; however no photographs or scans of the malpositioning were submitted. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was not present on the inlet extension. The lumen of the inlet tube revealed no depositions. The interior of the knitted graft revealed several bumps; however, the lack of tissue ingrowth in the areas with distortion indicates that the bumps were not likely present while the pump was supporting the patient. The silicone sleeve over the graft conduit was properly secured to the graft attachments. Examination of the lumen of the inlet elbow revealed no depositions. The o-ring used to create a seal between the inlet elbow and the pump inlet port was intact and sat properly in the o-ring gland of the inlet elbow. The ptfe washer presented and sat properly within the inlet screw ring. Upon disassembly of the pump, examination of the pump blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.